Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the needle was too flexible and bent. Kit was replaced. Consequence for the patient was prolonged insertion time, multiple punctures, pain and discomfort for the patient."

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle for evaluation. Visual examination of the returned sample revealed the returned needle's cannula appeared to be bent. The cannula was bent toward the top and the center of the cannula. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the needle was too flexible and bent. Kit was replaced. Consequence for the patient was prolonged insertion time, multiple punctures, pain and discomfort for the patient."